Event description:
It was reported that during a low anterior resection, the instrument stapled but would not cut. Staple formation was okay. The surgeon excised the tissue and re-anastomized with another stapler. There was no patient consequence. Four devices will be returned.